Event description:
Two samples from same pt with discrepant pth results. Same samples used for repeat testing on same analyzer and again on another analyzer - different methodology. In 2007, sample I measured for pth gave <1.2 pg/ml. On twenty five days earlier, sample 2 measured for pth gave 7 pg/ml. The pth results from both samples were confirmed by repeat testing on same analyzer. The results do not match the clinical picture of the pt. The same samples were pulled and repeated on another analyzer using a different method, giving 64 pg/ml and 90 pg/ml respectively. If additional info is received, appropriate notification will be provided.